Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown, or unavailable. Investigation ¿ evaluation. It was reported that an amplatz ultra-stiff support wire guide broke at the tip of the wire. On an unknown date during a biliary drain exchange, the wire guide was removed with damage to the tip. During evaluation of the returned device, it was noted that the wire had unraveled at the distal tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Reviews of documentation including the instructions for use (IFU), drawings, specifications, and quality control procedures, as well as a visual inspection, functional test, and dimensional verification of the returned device, were conducted during the investigation. One used amplatz ultra-stiff support wire guide was returned to cook without a label. It was confirmed that the tip was unraveled at 0.5 cm from the distal tip. The wire passed through the 35 gauge only having issue where the device was unraveled. Cook has concluded that the device was manufactured to specification. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) was unable to be completed due to a lack of lot information. An expanded sales search for this customer was unable to identify the complaint lot. Based on the available information, cook has concluded that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. This product is supplied with an instructions for use (IFU) pamphlet, t_fcwg_rev2. Warnings: this product is a delicate instrument. Avoid forceful angulation. Avoid manipulation or withdrawing the wire guide back through a metal needle or cannula. A sharp edge may scrape or shear material from the wire guide. Precautions: do not attempt to torque the wire guide. Use medical imaging when you manipulate the wire guide. Do not advance or manipulate the wire guide without visual evidence of the corresponding movement of the distal tip. Inspect the wire guide for kinks or damage prior to use. Instructions for use: 1. Flush the wire guide holder by attaching a syringe with heparinized saline or sterile water to the fitting of the wire guide holder. Inject enough solution to wet the wire guide surface entirely. Note: if flushing through the wire guide holder is not possible, remove the wire guide from the holder and place it in a bowl of heparinized saline or sterile water, or wet the wire guide surface over the entire length using gauze moistened with heparinized saline solution. 3. If needed, insert a wire guide insertion tool (provided) through the valve assembly or hub of the guiding sheath or other interventional device. Insert the tip of the wire guide through the insertion tool. 4. Standard wire guide techniques may now be employed. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. The distal tip of the device was unraveled. It is not known if the wire guide was manipulated or withdrawn through a needle. It is possible that too much force may have been placed on the delicate device and could have led to the device becoming damaged. It is not known if the patient had tortuous anatomy which could have led to this event. These possibilities cannot be confirmed without additional information. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3 - occupation: radiology lead tech. H3 - device evaluated by mfg.? Device has been returned, and preliminary evaluation has been performed. However, our investigation is ongoing, and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that an amplatz ultra-stiff support wire guide broke at the tip of the wire. On an unknown date during a biliary drain exchange, the wire guide was removed with damage to the tip. During evaluation of the returned device, it was noted that the wire had unraveled at the distal tip. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.